Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the ultrasonic air sensor and the unit operated within manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the top cover pin of the air bubble detector fell out. There was no patient involvement.